Manufacturer narrative:
Concomitant product: d334drm ICD implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information received from the author and the company re presentative. All information provided is included in this report. Referenced article: feasibility of defibrillation and pacing without transvenous leads in a combined micra and s-ICD system following lead extraction. Journal of cardiovascular electrophysiology. 2017;28(2):233-234. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through a journal article and the subsequent follow up received from the author and the company representative. The article reported that the lead had fractured. The author indicated that the fracture was ¿potentially related to the tethering of two leads (from the dual-chamber implantable cardioverter defibrillator (ICD) to the tricuspid valve.¿ the lead was extracted via laser-assistance. The patient was subsequently implanted with a transcatheter pacemaker and a ¿fully subcutaneous implantable cardioverter defibrillator (ICD)¿ at the same time. The author reported that the two systems were ¿functioning optimally without any indication of adverse device to device interaction.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.